Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they could not remove the battery cap on their pump. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 536 mg/dl. Customer was advised that insulin pump would need to be replaced. The customer declined troubleshooting for high blood glucose because they had to go. They stated that they had a back-up plan and will treat with the pump. The pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit received with stripped battery cap coin slot. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.